Manufacturer narrative:
Insulin pump was received with broken motor slide tip, cracked reservoir tube lip, and minor scratches on display window noted. Insulin pump was tested with the test reservoir and test reservoir will come out of the pump noted.

Event description:
The customer's father reported via phone call that while doing an infusion set change, the reservoir did not come out of the insulin pump. There were no broken pieces or damage to the insulin pump. Customer's blood glucose level was 120 mg/dl. The connector cap was stuck. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.